Event description:
Related to MFR report # 2183959-2012-00894. On (B)(6), 2008, the plaintiff was implanted with an ams apogee system. It was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including discharge, bleeding, corrective surgery and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, infection, chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.